Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the exacerbation of this patient¿s two ventral hernias, characterized by drain issues during ccpd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology that may be safely repaired to continue successful pd therapy. The cause of this patient¿s ventral hernias is unknown; however, the formation and exacerbation of hernias during long term pd therapy are well-known non-infectious complications with a multitude of possible causes and/or contributors. In the absence of a definitive source provided by a medical professional, the cause of the patient¿s hernias cannot be determined at this time. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event and/or serious injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernias. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized for hernia repair and pd catheter (not a fresenius product) replacement. It was reported this patient formed two large ventral hernias (exact type of hernias unknown) over time due to unknown etiology that caused drain complications during ccpd therapy on the liberty select cycler at home. There was no report these hernias were related to pd therapy and it was reported adhesions were found around the patient¿s pd catheter. Due to the size of the patient¿s hernias, the removal procedure could not be done laparoscopically, and the procedure was conducted intra-abdominally. Additionally, a new pd catheter and port were established at the time of this procedure. The patient was able to undergo continuous ambulatory pd (capd) as that was the preference of the patient for renal replacement therapy during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. It was confirmed the patient¿s hernias, the hernia repair procedure, pd catheter replacement and the associated hospitalization were not due to a deficiency or malfunction of the liberty select cycler or any fresenius device(s) or product(s). Following this event, the patient was advised to transition to hemodialysis (hd) for renal replacement therapy as the peritoneal space is becoming nonviable for pd therapy. The patient refused this direction due to the interference hd would create to the patient's profession. The patient has recovered from this event and continues capd and ccpd on the same liberty select cycler at home post-discharge.